Event description:
As reported, prior to a retrograde intrarenal surgery (rirs) in the kidney, a cook single-use holmium laser fiber was noted to be broken inside of the package. The device was opened, and it was confirmed to be broken. A new laser fiber was opened and used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Name and address: postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, prior to a retrograde intrarenal surgery (rirs) in the kidney, a cook single-use holmium laser fiber was noted to be broken inside of the package. The device was opened, and it was confirmed to be broken. A new laser fiber was opened and used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One cook® single-use holmium laser fiber was returned for investigation. Inspection of the returned device noted: the device was returned inside an opened outer package. The laser fiber was broken approximately 23 cm from proximal end. When the examiner removed the laser fiber from the packaging, the fiber completely separated a review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Cook has conducted a review of the product manufacturing specifications in response to this incident. It was determined that the current controls are sufficient to identify this failure mode by inspecting the device prior to device distribution. There were no historical complaints or non-conformances associated with the production lot number related to this failure mode. Thus, it was concluded product in house and in the field are built to specification. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. The product was returned in an opened package, it could not be determined if the product was damaged prior to distribution. Based on the available information, a definitive cause could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.